Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her reservoir was leaking inside of the insulin pump. The patient's blood glucose was 600 mg/dl. She treated via manual insulin injection and insulin pump therapy, and her blood glucose has since decreased to 577 mg/dl. During troubleshooting the customer noted that the reservoir was undamaged but it was completely wet with insulin. The reservoir was not returned for analysis.